Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the patient collapsed due to postural hypertension, the implantable cardiac monitor (icm) experienced noise, low r-waves and the device moved within in the skin pocket. The device remains in use. No further patient complications have been reported as a result of this event.